Event description:
A female with ischemic heart disease and a previous history of hyperpiesia (on medication) and hyperlink, underwent aaa repair in 2009. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as prescribed. A final angiography revealed a type 1 endoleak and another manufacturer's stent, which was mounted on pta catheter, was placed in the proximal neck to treat the type I endoleak. The proximal type I endoleak was a little reduced, but still remained. The physician determined to use the waistbands approach. He thought the endoleak would re resolved after the heparin neutralization. The cause of the type I endoleak is unknown. The patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time there is no evidence to suggest the device was not manufactured to specification. We are unable to determine, from the information received, the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.